Event description:
Information received by medtronic indicates that the patient was treated for a pericardial effusion during a radiofrequency (rf) ablation procedure. Following ablation of the ripv, the patient complained of nausea and felt unwell. There had been 8 ablations in total at this time. A gradual decline of his blood pressure had been noted and so an echocardiogram was performed. This showed a pericardial effusion and so the procedure was halted and a chest drain was inserted. Once the fluid had been drained and the patient stabilized, the physician decided to treat the remaining rspv and 5 ablations were performed with the same phased rf catheter. Following this the lspv was then rechecked and a further 3 ablations were carried out. The patient was kept overnight and monitored. Information received by medtronic indicated that the physician used the flexcath sheath and a long needle to perform the transseptal puncture.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction. The phased rf catheter was returned to the manufacturer and no anomaly was found; device function normal. The labelling of the 4fc12 sheath indicates, in technical manual section 3 contraindications: "flexcath should not be used to perform the transseptal puncture".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.